Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("insert on the left side is breaking up into pieces") in a 56-year-old female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2019 the patient experienced device breakage (seriousness criterion medically significant) and arthralgia ("hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved. The reporter provided no causality assessment for arthralgia and device breakage with essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: 2006 & 2007. Hcp advised the patient to go see a surgeon to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces. The patient stated "I need to have it removed".. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ("injury") in a female patient who had essure (ess205) inserted for female sterilisation. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced injury. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: correction received. Wrong irms document was added in the case & processed with all information on (B)(6) 2019 it was identified that new case to be crated from source document. All information patient demographic details, reporter, event device breakage & arthralgia, lot number, expiration details were deleted. Case marked valid to invalid & from incident to other event. Which was processed on earliest. No new follow-up information was received from the reporter.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("insert on the left side is breaking up into pieces") in a (B)(6) female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and arthralgia ("hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved. The reporter provided no causality assessment for arthralgia and device breakage with essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: 2006 & 2007. Hcp advised the patient to go see a surgeon to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces. The patient stated "I need to have it removed".. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: irms document received: case became valid & incident. Event injury nos was replaced with device breakage & hip pain. Lab data, event onset date, lot number, were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.